Event description:
It was reported that the atrial lead exhibited loss of sensing and loss of capture. A chest x-ray revealed the lead had dislodged. On (B)(6) 2013 the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.